Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email no delivery alarm, damage on the insulin pump and keypad anomaly. Customer's blood glucose was over 200 mg/dl. Customer advised they wake up with high blood glucose then the low blood glucose sneaks up on them. Customer advised there are scratches on the display screen and the down arrow does not always respond when pushed. Customer declined to speak to the 24 hour helpline.